Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following fields: d9, g3, g6, h2, h3, h6 and h10. D02-intuitive surgical, inc. (Isi) has received the fenestrated bipolar forceps associated with this complaint and completed investigations. Failure analysis investigations confirmed the customer reported complaint of a defective insulated wire. For clarification, the instrument was found to have a broken conductor wire at the yaw pulley. The conductor wire was broken at the grip-crimp location. The instrument failed the electrical continuity test. No signs of thermal damage or loss of conductor wire insulation were observed. Root cause of the broken conductor wire is attributed to a component failure. No functional test for energy activation could be performed due to the wire breakage.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the fenestrated bipolar forceps instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the device logs for the fenestrated bipolar forceps (part# 471205-17; lot# n10201103 0474) associated with this event has been performed. Per logs, the fenestrated bipolar forceps was last used on (B)(6) 2021 on system serial# (B)(4). There were 5 remaining usable lives with no subsequent use recorded. No image or procedure video was provided. The fenestrated bipolar forceps instruments are multiple-use electrosurgical endoscopic instruments with a grasping tip to be used in conjunction with the da vinci system and an external electrosurgical unit (esu). The instrument is designed to provide energy from the designated location on the instrument (the tip) to the planned anatomical location when used as intended. The energy is activated by pressing the designated pedal on the surgeon side console (ssc). This complaint is being reported because a bipolar instrument with damaged conductor wire insulation could lead to inadvertent transmission to tissue other than intended via the exposed conductor wire. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during central processing, the insulated wire on the fenestrated bipolar forceps was found to be defective. Before the issue was identified, the instrument was last used in a da vinci-assisted partial nephrectomy procedure. The procedure was completed with no report of injury or of fragments falling inside the patient. Per subsequent follow-up information received on (B)(6) 2021, the reporter confirmed the black cable was defective; however, could not confirm if there was a full cable breakage or if the cable was frayed or loose. The procedure was completed using a backup instrument. No photographic images are available for review. No further patient data was released.